Manufacturer narrative:
(B)(4). Log review pending. The logs have been received but the evaluation has not yet begun. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Customer requested an event log review for an over infusion of heparin. Customer stated that the patient received an 80 units/kg (120 ml) bolus followed by a maintenance infusion of heparin (dose was not provided). The patient required additional blood testing but no other medical intervention was required and no long term patient harm was reported. Although requested, no additional patient or event details were provided.